Manufacturer narrative:
The event occurred in (B)(6): the year is the only known part of manufacture date. We have defaulted to the first of the year. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6) and (B)(6). Initially the customer did not provide the lot number of the device and upon investigation, 3 different lancet devices were returned. It is unknown which device was the complaint product.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.